Manufacturer narrative:
Pump received with a system sensor alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform occlusion, prime and system sensor and excessive no delivery test due to system sensor alarm. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4)

Event description:
The customer reported via phone call that insulin was splattered and the numbers did not display on the screen. Customer's blood glucose was 215 mg/dl at the time of incident. No further information was given.